Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable was cut, severing the green (+3.3v, red (can h), and blue (can l) wires. The cause of the code 204 is a disruption in communication between the monitor and electrodes belt. The cause of the disruption in communication is the severed wires. The root cause of the damaged wires is excessive physical abuse. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.